Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the flowcell and flowcell tubing harness were faulty. The fse replaced both parts resolving the issue. A follow-up call with the customer on (B)(4) 2014 determined the instrument is operational with no further issues. Identified failure modes: the failure mode is related to a faulty flowcell and flowcell harness. Upon recur; the failure modes identified are likely to generate erroneous differential, reticulocyte and nucleated red blood cell (nrbc) results due to improper sheath flow/sample through the flowcell. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.

Event description:
The customer reported erroneous high nucleated red blood cell (nrbc) results were generated intermittently for several patient samples when using the unicel dxh 800 coulter cellular analysis system. There were erroneous results reported out of the laboratory. The samples affected by the event were rerun on a different analyzer and corrected results were reported. There was no death or injury attributed to this event and there was no change to patient treatment.